Event description:
It was reported that the patient underwent lumbar spinal internal fixation surgery, during the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another one to complete the surgery. The patient¿s current status is normal. The lead time of the surgery had been extended 20 minutes than expected.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.